Event description:
It was reported that the device had an air-in-line sensor failures with a 242.4300 error code. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the air in line error code 242.4030 (motor stall, fatal severity) could not be confirmed since no logs were received, however it was replicated during laboratory testing. Preventative maintenance (pm) testing was performed on both suspect pump modules. The asm pm task completed successfully without any observed errors or malfunctions. Functional testing of the suspect air-in-line (ail) sensor assemblies in the ¿as-received¿ condition was performed by replacing them into a dchu laboratory testing pump module for laboratory testing purposes only, then the dchu pump module was attached to a dchu lab pcu and powered on, there were no errors observed during the power on self-test (post), however upon opening the dchu pump module door it would immediately alarm 242.4030 error code (motor stall, fatal severity). The same result was recorded for both returned ail sensors. This issue was escalated for further investigation via dir (B)(6). The last infusion performed on the pump module s/n (B)(6) was on (B)(6) 2025 at 9:00 pm with a rate of 75 ml/hr and volume to be infused (vtbi) of 40 ml. The pump module was channeled of at 9:04 pm. The last infusion performed on the pump module s/n (B)(6) was on (B)(6) 2025 at 3:36 am with a rate of 999 ml/hr and vtbi of 100 ml. The pump module was channeled of at 3:41 am. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The alaris user manual (v12.1.2) states not to use a device with any damage. Send it to biomedical engineering for repair. There was no patient involvement. The device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Please replace inner door on both returned pump modules. Please replace ail sensor assemblies returned by the facility. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported error code 242.4030 was identified as damaged op1 sensors. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an air-in-line sensor failures with a 242.4300 error code. This was reported to bd representatives during their site visit. There was no patient involvement.